Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore, review of the manufacturing records could not be completed. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that the swan ganz catheter was difficult to remove. While attempting removal, the physician broke the catheter into two pieces. It was noted that the introducer was bunched up against the backform. The catheter came out slowly after pulling back on the introducer removing the folds. It was also noted on the swan-ganz catheter that one area of the thermal filament material was raised just so slightly above the other. It is believed that another central line was used. No patient complications were reported from this event.

Manufacturer narrative:
We received one ava hf catheter with an 139f75 catheter for examination. The report of catheter became difficult to remove was confirmed. The catheter and ava were examined prior to decontamination and the catheter was found to be broken in half at the proximal end of the thermal filament and the thermistor wire is also broken at the same location. When examined with the catheter still inserted the ava was found to be kinked at the distal end of the backform and the accordion was trapped inside of the catheter inside. The ava sheath was also kinked in the middle of the sheath 3cm distal of the backform. It appears the sheath was bent to a 90 degree angle which trapped the catheter inside and when the catheter was pulled the sheath accordion and stretching the catheter tube and breaking it at the proximal end of the thermal filament. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.